Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using x-port isp implantable port, groshong single-lumen, kit, 8f. During the procedure, unwanted blood flow is seen/ occurred without the aspiration that is backflow. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic video was provided for review. The video shows a partial view of the catheter implanted into the patient body. Blood was noted to be coming out from the distal end of the catheter tube. Therefore, the investigation is confirmed for the reported backflow issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using x-port isp implantable port, groshong single-lumen, kit, 8f. During the procedure, unwanted blood flow is seen/ occurred without the aspiration that is backflow. There was no reported patient injury.